Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Contact did not have the pump at the time of call. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however no response from the customer was received.